Event description:
A patient was treated on 10/30/96 into acne scars at the cheeks. During treatment to an acne scar at the right cheek, the physician observed a blanch which progressed to a "dark purple spot" over the course of approximately 20 minutes. The physician diagnosed a vascular occlusion; no medical or surgical intervention was presecribed. On 10/31/96, he spoke with the patient on the telephone, at which time the patient stated that the "dark spot" persisted. She also alleged tenderness and swelling at thesite, and a headache. The physician atrributed the headache to the process of the vascular occlusion, and the tenderness at treatment site. The physician spoke with the patient on the telephone on 11/1/96, at which time the patient alleged sloughing of the skin at the right cheek treatment site; no medical or surgical intervention was prescribed or planned. The patient stated that the headache had resolved spontaneously. On 5/8/1997, follow up information received was that the patient was last seen on 1/31/1997; there was no necrosis but persistent 2 x 2 cm area of hyperemia at injection site. A topical steroid cream was prescribed. There was no persistence of headache. On 5/14/1997, the physician believed there would not be a definitive etiology for the headache; it could have been due to stress about dissatisfaction with the vascular occlusion.